Manufacturer narrative:
The device was repaired and returned.

Event description:
It was reported order that the customer has alleged that the zoom drive has malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported order that the customer has alleged that the zoom drive has malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.